Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found noise occurred during testing due to damage to the image pick up unit. Image does not appear temporarily. Furthermore, the following findings during device evaluation were observed: the curved rubber adhesive found missing. The video connector found cracked noted to be due to an external factor. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "image defect" . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found noise occurred on the image due to damage to the image pick up unit. Image disappeared temporarily.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a defective image sensor unit, a failure of the internal board of video connector, or the system caused the event. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.